Event description:
It was reported that the patients lead had high impedances. The patient underwent a lead replacement procedure, and the explanted device was discarded by the medical facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.